Event description:
(One) mm radiopaque ring marker from initial introducer catheter slipped off tip during right percutaneous nephrostomy. Marker remains in pt. Pt aware that marker presence is of no clinical significance. No injury.